Event description:
A health professional reported that two oasys polyaxial screwdrivers were difficult to engage with screws intra-operatively during removal. The procedure was completed with a 30-50 minute surgical delay. This report captures the second of two screwdrivers.

Event description:
No new information.

Manufacturer narrative:
Additional data: d4, d9, h3, h4. Corrected data: g1. H6 coding has been updated to reflect completion of the investigation.